Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# : n129876014, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained morphine with a concentration of 10 mg/ml at a dose of 2.5 mg/day and bupivacaine with a concentration of 10 mg/ml at a dose of 2.5 mg/day. It was reported the patient had a flipping pump that was caused by twiddler. The pump was read and physics were visualized in the operating room (or). A pump pocket revision was performed due to flipping. The catheter was visualized as twisted so the physician untwisted the catheter, cut off 7 centimeters, and added a new connector. The physician sutured down all four pump suture loops and fixed the twisted part of the catheter with a new connector. The issue was resolved at the time of the event. Follow-up is not required at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.